Event description:
It was reported that a patient sustained a blister on each elbow after a mr exam using a 12-channel body coil. The dimension of each blister was described to be approximately 2 inches long, 1 inch wide, and was raised 1/4 inch. The customer site indicated that the patient was padded to prevent contact with the bore. However, there was no padding applied to prevent skin-to-skin contact. The exam lasted for 63 minutes. The squeeze bulb was not used during the exam to alert the technologist of discomfort or burn because the patient was sedated. The reported burns were treated with cortisone. The exam consisted of 12 scans. Only the following scan details were available: loc=12sec, se=6min, fse=5.35min, se=7.30min, se=8.06 min, fse=6.27min and fse=4min.

Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. According to the customer site, padding was not used to prevent skin-to-skin contact. The operator manual for the mr system provides instructions to users on proper padding and patient positioning.